Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the left ventricular (lv) lead had been placed, the guidewire could not be removed. The lead was explanted, and the wire was then removed. It was observed that the end of the guidewire was frayed. A new lv lead was placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted there is an occlusion in the distal lumen at 87.8 cm that prevents guidewire insertion. Testing was performed using a guidewire sample. If information is provided in the future, a supplemental report will be issued.